Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient is experiencing pain located at the ipg pocket site due to external objects bumping the ipg pocket site. Surgery may be pending to address this issue.

Event description:
Additional information received indicated the patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was explanted and replaced along with the pocket site being relocated. Issue resolved

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.